Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced decline on vision intermediate range. The iol was exchanged for unspecified lens model 7 months and 9 days after the initial implant procedure. Clinical reason for explant was reported as mechanical complications of intraocular lens. Additional information has been received and stated that the patient issues were resolved. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the different lens model but 0.5 diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.